Event description:
It was reported that a patient presented at a follow-up in clinic. Upon interrogation, a loss of bluetooth telemetry was noted on the patient's insertable cardiac monitor (icm). The icm was re-enrolled in merlin.net to address the issue.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon interrogation, a loss of bluetooth telemetry was noted on the patient's insertable cardiac monitor (icm). No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
B5 and h6.